Event description:
The patients attorney alleged a deficiency against the device. After a laparoscopic procedure and incidental appendectomy, in a subsequent diagnostic laparoscopy, numerous loose staples were found scattered throughout the patient's pelvis, including multiple staples directly over the vaginal cuff. This indicated that the stapling system malfunctioned and/or misfired resulting in uncontrolled staple escape into the operative field and/or failure to retain staples in the intended staple line. It was reported that after use age of the device, the patient experienced loose staples, stapler malfunction, stapler misfire, stapler failed to retain staples in staple line, pain, loss of fertility, emotional distress, abdominal/pelvic pain, mental anguish, loss of capacity for enjoyment of life, permanent impairment, and suffering. Post operative patient treatment included diagnostic laparoscopy, surgical removal of staples, surgically induced menopause, gynecologic surgeries and removal of reproductive organs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: information was received indicating that the involved product is not a medtronic device. No further reports will be sent for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.